Event description:
It was reported by the customer, "oncology nurses informed me today one of their patients came in this morning with his line not working. They noticed there was swelling to the patient's upper arm but it didn't look like the usual dvt swelling and patient had no dvt symptoms so they removed the line. The nurse who removed the line was a little curios to why it wasn't working so attached a flush to the bung after removal and noticed after flushing the line the flush was coming out of 2 holes on either side of the line about 3 or 4 inches past the part of insertion site which would have been 3 to 4 inches in the patients arm. Line was placed (B)(6) 2024. Patient will have a new PICC placed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.